Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the wires on the joystick cable are exposed. They put electrical tape on the wires. The quad link is broken and cracked and chipped and missing screws. Consumer damage.